Manufacturer narrative:
No device analysis results are available as the device was not returned for analysis therefore the root case is not determined.

Event description:
The patient reported frayed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.